Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0/ model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2021 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 06-jan-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped due to double power disconnection. It was further reported that the patient due to confusion accidentally disconnected both power sources from the controller and became unresponsive. The patient was found by the son who tried to turn the controller back on and the vad successfully started on a new controller. The patient was using an ac adapter that was connected to an outlet controlled by a light switch and, there being no additional sources in the room, the son had difficulty turning the vad back on and decided to switch controllers. It was stated that the patient was unresponsive while the vad was off but became responsive once the vad was turned back on. The patient was admitted to the hospital for evaluation and had no deficits. The controller was exchanged and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: h3: yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19, c23 h6:FDA conclusion code(s): d10, d11 product event summary: the ventricular assist device (vad) ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed three (3) controller power-up events logged on 20/mar/2022 at 23:37:56, 23:38:12, and 23:38:37. The data point prior to the losses of power revealed that bat930703 was connected to power port one (1) with 38% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the initial loss of power. The controller was without power for a maximum of 60 seconds. Analysis of the alarm log file revealed one (1) vad stopped alarm logged on 20/mar/2022 at 23:38:56, indicating that the pump failed to restart after multiple attempts. As a result, the reported event was confirmed. The most likely root cause of the controller loss of power event can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 describe event or problem was updated. 5b patient race was inadvertently omitted. Follow-up #002 g3 date received by manufacture was corrected from 26-sep-2022 to 20-sep-2022. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient "accidentally disconnected the batteries for approximately three minutes."

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(6) medical center. (B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: -sep-2022. F9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital, other - emergency department. F13 report sent to manufacturer: yes, -sep-2022 f14 manufacturer name and address MFR. Name: heartware inc. Addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6) and two (2) controllers ((B)(6)) were not returned for evaluation. No device malfunction was reported against (B)(6). Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed three (3) controller power-up events logged on 20/mar/2022 at 23:37:56, 23:38:12, and 23:38:37. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 38% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the initial loss of power. The controller was without power for a maximum of 60 seconds. Analysis of the alarm log file revealed one (1) vad stopped alarm logged on 20/mar/2022 at 23:38:56, indicating that the pump failed to restart after multiple attempts. An additional controller power-up event was logged at 23:55:48, followed by a vad disconnect alarm at 23:55:56, indicating a physical disconnection of the driveline from the control ler, which corresponds with the reported controller exchange. Log file analysis revealed that (B)(6) was then in use. Review of the controller log files associated with (B)(6) revealed a controller power-up event on 21/mar/2022 at 00:48:40. A vad disconnect alarm was logged at 00:48:45, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 00:55:08, indicating that the driveline was connected to the controller, and a successful motor start event was recorded at 00:55:41. As a result, the reported event was confirmed. The most likely root cause of the initial losses of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.